Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Open hernia repair- "port 1: showed ready, no rf output, rep did not know if there was an error message. Asked rep if he could follow up with the facility. Port 2: hand piece not recognized. Do not know what type of tissue. This occurred at the start of the case, hand piece was unable to be used at any point of the surgery." Type of intervention: "finished case with ligasure." Patient status: "ok."

Manufacturer narrative:
Investigation summary: a device was returned for evaluation; however, during testing it was confirmed that this device was not the device used during the complainant's experience. The unit returned was from a different lot. The device activation logs for the returned device, which are stored on a microchip in the device, were analyzed and it was confirmed that the device was used for two hours and 56 activations. This is contrary to the complainant's description of the event. Engineering was unable to confirm the complainant's experience without the event unit. Although the root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.